Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the stenosis could not be confirmed. However, it is possible patient factors may have contributed to the valve stenosis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, a CT was performed for thv-in-thv workup. The site states that a 26mm sapien s3 is in the aortic position and that the patient presents with aortic stenosis approximately 4 years, 6 months post tavr. Additional information has been requested but, to date, has not been received.

Event description:
Records were received for review. Approximately 3 years, 10 months post tavr a tee was performed. The tavr valve was noted to be well seated with normal gradients. An outpatient evaluation note from 4 years, 6 months post tavr noted that the patient was not on anticoagulants due to a history of gi bleed. They patient was admitted recently with chf and mssa bacteremia, developed volume overload. There were no measurements of the gradients or ava to show how stenosis was diagnosed, other than what it is stated in the outpatient visit note that there is 'aortic stenos status post tavr' and by the clinical specialist who reported that the patient was being worked up for a thv-in-thv, and that the site states 'that a 26mm s3 is in the aortic position and the patient presents with as approximately 4 years, 6 months post tavr.' The patient is unable to have any intervention scheduled due to ongoing medical issues.

Manufacturer narrative:
Additional information added to b.5 and b.7. Corrected h.6 health effect-clinical code.